Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 30 mg/dl. Customer suspects the cause of the low was due to changing to an all protein diet after the customer had surgery and needed less insulin then their current profile settings for diabetes management. Customer consumed carbs to address low bg and doesn¿t recall the treatment they received while in the ER. Customer consulted with heath care provider to changed settings and was released with issued resolved.